Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the discs were worn, the blades were damaged, the device was too loud, the coloring was missing from the coupling piece, and the hose had a tear. This was attributed to normal wear. The hose, discs, bearing, shaft, bolting, stator, and coupling sleeve were replaced. The device was repaired and returned to the customer.

Event description:
Device was returned for service. During service, technician found discs worn down, too loud and slow, hose has a tear and red coloring is missing from the coupling place. This is report 1 of 1 for (B)(4).